Event description:
On (B)(6) 2013, the lay user/patient in (B)(4) contacted lifescan to report the one touch verio pro meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 5:00 pm, the patient obtained the blood glucose reading of 205 mg/dl on the reported meter, and a reading of 140 mg/dl on another manufacturer's meter within a time period greater than 30 minutes. The patient took no actions based on the meter reading. At 5:40 pm the patient experienced the symptoms of shaking and sweating. The patient did not administer any self-treatment or seek any medical attention. The patient manages his diabetes with insulin taken on a sliding scale. The patient allegedly suffered symptoms suggesting severe hypoglycemia after obtaining an elevated reading on the reported meter. Therefore this complaint is being reported.